Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date. It was found no irregularities. It is possible, to infer the cause from the results of past similar investigate. Therefore, it was determined, that an investigation using equipment with similar structure or similar device is unnecessary. Based on the past similar cases, omsc presumes, that the event occurred, due to the following occurrence mechanism. 1. Due to performing output, while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled off. 2. The peeling of the tissue pad was partially falling, because the tissue pad added some load. The above device handling has warned in the instruction manual. Some information cannot be reported, because no information was provided. A supplemental report will be submitted, if additional or significant information becomes available.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the consumer that during a radical thyroidectomy using the subject device, the following event occurred. The tissue pad was partially missing. The size of the missing part was about 2mmx6mm. There was no patient injury reported. The missing part was not found finally. After failure occurred, the facilities searched all places and conducted fluoroscopy irradiation in the relevant operation area, no fragments were found. After the operation, the user cleaned all items in the operation area and checked all the ground, and conducted fluoroscopy irradiation again. However, no items were found.